Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient pulled on the catheter, which caused the catheter to break on the second day of placement. All broken pieces were collected on the same day. It was later reported via email on (B)(6) 2018 from (B)(6), that the broken pieces were removed by an endoscope. There was no patient injury.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: adverse event or product problem, outcomes attributed to adverse event, type of reportable event.

Event description:
It was reported that the patient pulled on the catheter, which caused the catheter to break on the second day of placement. All broken pieces were collected on the same day. It was later reported via email on (B)(6)2018 from anori ishii, that the broken pieces were removed by an endoscope. There was no patient injury.

Manufacturer narrative:
The reported event was confirmed as user related. Per visual evaluation, the catheter was cut off into two pieces. Based on the event description, the complaint was determined to be user related since it was mentioned that the catheter was pulled and broken by the patient itself. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use was found adequate and states the following: "(1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]"

Event description:
It was reported that the patient pulled on the catheter, which caused the catheter to break on the second day of placement. All broken pieces were collected on the same day. It was later reported via email on (B)(6)2018 from anori ishii, that the broken pieces were removed by an endoscope. There was no patient injury.